Event description:
While doing surgery, md said he saw a spark while using the insulated tip on the bovie pencil. He then used it again and saw another spark. Stopped and started using the bovie suction/coag and no sparks were seen.